Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, lead dislodgement and no capture was observed on the right ventricular lead. The lead was first attempted to be re-positioned however the old lead was not long enough for the tissue growth around making redeployment of the original lead undesirable. The lead was explanted and replaced. The patient was stable before and after the procedure.